Event description:
It was reported that subsequent to the implant of a protegen sling, the pt "began to experience physical complications which led to the removal of the sling device." There is no further info available on this case and the device was not returned for eval.